Manufacturer narrative:
The biomedical engineer reports that the bedside monitor has a blank display. Customer ordered both the lcd and inverter board to try to fix the display issue. Customer will report back when part are replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor has a blank display.